Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer provided photographs that did show reddening and scab like features along the edge of the electrode placement on the patient's skin. Review of the photos indicates that repeated, high energy shocks in a very short time period is the most likely cause. However, without evaluation of the electrode pads, the device or the data file a conclusion could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during an electrophysiology procedure on a male patient (age unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a second degree burn.